Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive buttons. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 55 mg/dl. The customer treated with juice. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.